Manufacturer narrative:
The insulin pump received with button error alarm due to corroded keypad traces. No moisture damage on electronics was noted. No beep anomaly during testing noted. It was unable to verify the battery out limit alarm and perform the displacement, basic occlusion, occlusion, prime and excessive no delivery tests due to the button error alarm. Device had cracked display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and cracked reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Blood glucose value was 35 mg/dl; treated by drinking milk. The customer stated that she was moving furniture and she banged the device and then it started alarming. Customer's spouse called the next day and reported the customer also received a battery out limit alarm after changing the battery. Blood glucose value at the time was 90 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.